Event description:
Determined to be reportable based on the analysis completed on 4/2/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the physician used a 3.00x28mm taxus express 2 and could not cross the lesion. The procedure was not completed due to this event. There were no pt complications or injuries reported. The pt status is listed as unk. Device analysis indicates stent damage.

Manufacturer narrative:
Visual examination revealed stent damage. The stent had been flattened near the distal edge. Solidified blood was present within the inflamation lumen, indicating the device had been used in vivo. This type of damage is consistent with the device meeting some form of restriction. The tip of the device had been pinched inwardly. The balloon visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. Attempts to insert the recommended size guidewire (0.014 inch) was unsuccessful due to the tip being pinched closed. A review of the shop floor paperwork for this batch # 8785733 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.